Event description:
The manufacturer received information alleging maintenance required after new firmware. There was no harm or injury reported. The ventilator was returned to a third-party service center. During the evaluation of the device at third-party service center, vent service required codes were found in the ventilator's downloaded error log. Evt_internal_batt_failed means the internal li-ion battery is reporting a permanent failure. Evt_soft_power_fail means the last battery is depleted and ac power is not connected. Evt_hard_power_fail means no usable power sources connected. The device's internal battery was replaced to address these issues. Additionally, an error code related to the detachable battery was found in the error log. Evt_detach_batt_failed means the detachable li-ion battery is reporting a permanent failure. The device's detachable battery was replaced to address this issue. Also, two in-line filter prox. And one in line filter were replaced as they were found to be dirty/contaminated, and the front panel was replaced as it was found to be cracked. These issues are not considered to be reportable malfunctions.